Event description:
The initial reporter received questionable elecsys troponin t hs stat results for one patient tested on a cobas e 411 analyzer. Prior to patient testing, the customer confirmed calibration and qc were within the acceptable ranges. The patient's initial troponin result was not reported outside the laboratory. The customer questioned the initial result and performed repeat testing with the sample. The patient's initial troponin result was 56.88 pg/ml with a data flag. The patient's first repeat troponin result was 9.13 pg/ml. The patient's second repeat troponin result was 10.22 pg/ml. The customer reported the troponin result of 10.22 pg/ml outside the laboratory. The troponin reagent lot number was 56661101 with an expiration date of 31-mar-2023.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
The sample integrity was checked and there were no fibrin or clots and the sample was clear. The field service engineer found the sample/reagent probe was leaning backward and performed a mechanical repair of the sample/reagent probe. He found the reagent pack had bubbles in the reagent. He repeated the patient's sample three times for reproducibility. The investigation reviewed the customer's calibration and qc results and the results were within the acceptable ranges. A general reagent issue could be excluded. The investigation reviewed the customer's alarm trace and did not find any abnormalities. The investigation did not identify a product problem. The cause of the event could not be determined.